Manufacturer narrative:
Device evaluated by manufacturer: the lotus edge valve delivery system was received for analysis with the safari2 guidewire trapped inside the device. The lotus edge valve was successfully deployed inside the patient and was not returned for analysis. Approximately 160cm of the guidewire was exiting out from the proximal handle and 8.7cm exiting from the distal nosecone of the delivery system. There was a break in the nosecone extension (nce) from the delivery system 3.6cm from the distal end of the nosecone. The delivery system and guidewire were dissected 19.4 cm proximal to the distal end of the nosecone. The proximal section of guidewire could be removed from the main section of the lotus edge delivery system. The distal section of the guidewire was completely trapped in the nosecone of the delivery system. There was no damage to the nosecone identified. No other issues were identified with the device which could potentially have contributed to the incident.

Event description:
Reportable based on device analysis of the returned device completed on 20 feb 2020. Procedure summary : the native aortic annulus was 27.5mm in perimeter with extreme calcification. Pre balloon aortic valvuloplasty was performed with a 24mm balloon. A 27mm lotus edge valve was advanced over a safari2 guidewire and implanted successfully. The delivery system was withdrawn to the ascending aorta and then the delivery system could not be retracted over the safari2 guidewire. The lotus edge delivery system and the safari2 guidewire were removed together. There were no patient complications. However, returned device analysis revealed a nose cone extension break from delivery system.